Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer shut down automatically after sometime due to the power supply. Analysis also found the left keyboard hinge and the latch of the cable bay were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was broken and didn't work anymore. No further information received concerning the event during followup attempts. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.